Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) states that the device was not working. The ipp is currently implanted. There were no patient complications.